Event description:
Boston scientific crm received information that this lead, along with the rest of the system, was explanted, due to infection. Pt had symptoms of fever, chills and redness around the pocket. The implant date was not provided.